Event description:
Patient rep. Reported the patient experienced the events of ¿chest pain¿, "significant pain and tenderness in the breast", rupture with silicone leakage, ¿grade iii-IV capsular fibrosis due to breast implant¿, implants are on the ¿allergan recall¿ list, ¿waterfall deformity¿, "constantly elevated ana values and photodermatitis, significant hardening as well as stinging, burning and a foreign body sensation in the chest area", and ¿suspected asia syndrome¿. Patient rep. Reported events deemed not device related as follows: ¿pain in the joints and in the abdomen¿, ¿unspecific body aches¿, "chronic exhaustion", "joint pain", ¿muscle pain and nerve pain¿, ¿headaches", ¿hair loss¿, ¿difficulty sleeping¿, ¿nervousness¿, ¿difficulty concentrating¿, ¿polymorphic light eruption¿, ¿sensitivity to light¿, ¿increased sweating¿, ¿reduced physical endurance¿, ¿fatigue¿, ¿necrotizing rashes¿, ¿atopic dermatitis¿, ¿acne-like skin rashes¿, ¿acneiform eczema¿, ¿recurrent abscesses¿, ¿urticaria¿, ¿itching¿, ¿pruritus¿, and "there was also an irritated pleura, tenderness to touch, and a tender pain that radiated to the shoulders, back, and arms. Patient rep. Further reported "depression", "panic attacks and anxiety due to device recall", and learning of "massively increased risk of cancer" and advised: "after the invasive procedure, (patient) also experienced wound healing disorders in the form of hypertrophic scarring", and "the tension also caused the nipples to expand and "pucker". Explant physician reported via surgical report that the capsule was intact, no gel bleeding, intact implant shell, and the fibrosis is less pronounced on right side. A histology exam and ultrasound was performed. The device has been explanted with an en bloc capsulectomy. This relates to the right side implant.

Manufacturer narrative:
Health effect: f2201, f2303. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: diagnosed with capsular contracture baker grade IV and silicone leakage. The implant was found to be intact. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Depression: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Headache: unable to observe as it is a medical event that is not related to the device. Pruritus: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.